Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Analysis was unable to verify for missing pump data/history anomaly and unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to blank display. The insulin pump was received with minor scratched display window, cracked case at display window, cracked reservoir tube window and corroded battery cap contact.

Event description:
The customer reported via phone call that they experienced high blood glucose that was running from 300 mg/dl to 400 mg/dl. The customer also reported that the screen was going blank and needed to change the battery. The customer reported that they found that the insulin pump was missing data. The customer stated that the battery cap was damaged and had white debris on it. The insulin pump was returned for analysis.